Event description:
Literature was reviewed regarding a (B)(6) female patient with symptomatic severe aortic stenosis who underwent successful implant of a medtronic 26-mm evolut fx bioprosthetic valve. Approximately two hours post-procedure, the patient became hypotensive and developed polymorphic ventricular tachycardia requiring electrical cardioversion. Transthoracic echocardiogram (tte) revealed right ventricular dilation and severe dysfunction. An intra-aortic balloon pump was implanted. Coronary angiography showed a total occlusion of the right coronary artery ostium, which was successfully treated by placement of two drug-eluting stents by percutaneous coronary intervention. The patient clinically improved and was discharged home on 10 days later. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: maidman et al. Right coronary artery obstruction following transcatheter aortic valve replacement by aortic valve mass. J invasive cardiol vol 36(10) 2024. 10.25270/jic/24.00147. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.